Manufacturer narrative:
H10: h3, h6: one 72202599 5.5mm twinfix ultra peek device used for treatment, was returned for evaluation. The insertion device was returned with a fractured partial anchor attached. Visual inspection shows symptoms consistent with damages from torque/force and loss of axial alignment. Nearly the entire anchor was affected. The inserter fork tines remained attached but were bent and twisted. The conditions align with use of excess force, torque and twisting of the inserter. A 3.8mm tapered awl is the recommended prep instrument for normal bone. Per instructions for use: ¿it is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force.¿ complaint history review indicated no similar allegations for the lot number reported. DHR/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. No root cause related to the manufacturing of this device was confirmed. No further investigation at this time.

Event description:
It was reported that during a rotator cuff repair surgery, the anchor was fractured when screw-in the correct direction. However, the pieces were removed from the patient. Backup device was available to complete the procedure. No significant delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.